Event description:
Patient reported there were no activity changes/ no accident. Patient only had intermittent shocking stimulation due to increase ohms per rep. Cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Continuation of d10: product ID 37714 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2013; explant date (B)(6) 2019 section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2013 brand name; product ID 3778-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they reported that the lead broke. When asked for event date, patient said the original was put in back in (B)(6) 2010 and about a year after that was when they were noticing that they were getting shocked along their spinal cord and in other places. They had the representative come in and they did the testing and found the impedance was too high on the tunneled lead and that it was probably fractured so they did the second surgery to replace that on (B)(6) 2013. Patient said everything was good until they had the generators replaced in 2019. Patient shared they had both stimulators replaced because they were at the 9-10 year mark; agent understood as longevity.

Event description:
Patient reported no change in activity/ accidents. Just started providing shocks on and off. Patient stated impedance was checked and the ohms were high. Unknown if lead was broken.

Manufacturer narrative:
Continuation of d10: product ID 3777-45, lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead, product ID 3778-60, lot# serial# (B)(6), implanted: (B)(6) 2010 , explanted: (B)(6) 2013, product type lead, product ID 37714, lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.